Event description:
It was reported that an increased pacing impedance, no capture, and no sensing was detected on the right atrial (ra) lead via review of remote transmission. An x-ray was performed and found the atrial lead had pulled all the way back to the pocket. The ra lead was explanted, and a new ra lead was implanted. The patient was stable prior to, during, and after the procedure.